Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the inferior eyelid with juvéderm® volbella¿ with lidocaine. The healthcare professional noted this was the reuse of the syringe. After injection patient used ice and massage. Patient then developed edema, "immediate nodulation to the left, and from the second day after filling, bilateral visible nodulation." Symptoms were located at the inferior eyelid. The patient did not yet return to the injecting physician, but sent the physician photos and was instructed to massage the area, use cold compresses, and take prednisone. After 5 days the edema had not regressed. The patient was injected with hyaluronidase (biometil) twice and at the moment of application the result is "ok", but later the edema regressed. The physician hypothesized there is "excess of product" and determined the patient has "late permanent edema, even after application of hyaluronidase." Symptoms are ongoing. Patient received a concomitant treatment of "toxin" at the time of injection.

Manufacturer narrative:
Medwatch sent to FDA on 08/17/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, nodulation, and excess of product are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, nodulation, and excess of product as follows: contra-indications: "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the inferior eyelid with juvederm volbella with lidocaine. The healthcare professional noted this was the reuse of the syringe. After injection patient used ice and massage. Patient then developed edema, "immediate nodulation to the left, and from the second day after filling, bilateral visible nodulation." Symptoms were located at the inferior eyelid. The patient did not yet return to the injecting physician, but sent the physician photos and was instructed to massage the area, use cold compresses, and take prednisone. After 5 days the edema had not regressed. The patient was injected with hyaluronidase (biometil) twice and at the moment of application the result is "ok," but later the edema regressed. The physician hypothesized there is "excess of product" and determined the patient has "late permanent edema, even after application of hyaluronidase." Symptoms are ongoing. Patient received a concomitant treatment of "toxin" at the time of injection.